Manufacturer narrative:
Date of occurrence: (B)(6) 2024.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, urticaria, allergic reaction/hypersensitivity, visibility/palpability, pain-ndr, lump/nodule-ndr.

Event description:
Patient reported left side "discomfort when sleeping, broke out in hives (face, arms), sun sensitivity, and experienced indentation." Patient also reported "joint pain and nodule on nipple" which are not device related. Patient later reported rupture. Device remains implanted.

Event description:
Patient reported, left side "discomfort when sleeping, broke out in hives (face, arms), sun sensitivity and experienced indentation". Patient also reported, "joint pain and nodule on nipple". Which are not device related. Patient later reported, rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ urticaria: unable to observe. ¿ pain: unable to observe. ¿ allergic reaction/hypersensitivity: unable to observe. ¿ lump-nodule-ndr: unable to observe. ¿ pain-ndr: unable to observe. ¿ visibility/palpability: unable to observe. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Patient reported left side "discomfort when sleeping, broke out in hives (face, arms), sun sensitivity, and experienced indentation." Patient also reported "joint pain and nodule on nipple" which are not device related. Patient later reported rupture. Device has been explanted and replaced.